Manufacturer narrative:
Occupation is lay user/patient. The device was requested to be returned for investigation. The investigation is ongoing.

Event description:
There was an allegation of an issue with a coaguchek softclix lancing device. The properly seated lancet is protruding past the end cap. The lancet did not retract after priming. No accidental fingersticks occurred.

Manufacturer narrative:
The softclix lancet device was not returned for investigation. The investigation reviewed complaint data and determined there was no increased cumulation of the alleged failure in the affected production interval.